Event description:
Three needles were used in a renal cryoablation procedure. One needle was tested and the iceball was created, however, the iceball grew slowly and the size was smaller than expected. The provider decided not to use this needle. A second needle was tested and found to be okay. It was used in the procedure; however, during the procedure, during the first freeze cycle the iceball did not grow to a sufficient size. The third needle tested okay and performed okay during the procedure.